Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 functional mitral regurgitation (mr) and progressive right heart failure for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Following removal of the steerable guide catheter (sgc), a right-to-left shunt was observed along with hypoxia. The iatrogenic atrial septal defect (iasd) was closed using an amplatzer. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.